Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient passed away last year on (B)(6) 2015. It was also reported that the patient ¿died from anaccident 8 years ago.¿ the consumer wanted to know if the pump could be sent back to be tested if it was functioning properly or what settings it was on when the patient died. The patient had baclofen several times, and they found out that the patient responded to small units of baclofen. When the patient was in the rehab center, his wife told them not to "pump up fast" because it would put the patient in a "noodle.¿ the consumer thought the hcp ¿blew her off,¿ and the patient died at the rehab center. No interventions were mentioned.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving baclofen 2000 mcg/ml (dose unknown) via an implantable pump. The indications for use was noted as intractable spasticity and head/brain injury. The patient passed away on 07/21/2015. It was unknown if the death was related to the device or therapy. It was currently being reported that the cause of death was cardiac arrest. An autopsy would be performed. The patient was in the titration stage following a recent pump replacement (about two weeks ago) [see manufacturer report number 3004209178-2015-15715 regarding replacement]. The pump and catheter were implanted on (B)(6) 2015. The patient's dose was most recently in flex mode and total was in the 200s. That dose was in the 300s before when he was having therapy issues with the previous device system. It was noted the patient was receiving intrathecal baclofen 2000 mcg/ml. On (B)(6) 2015, per the pump logs examined on (B)(6) 2015 the patient was receiving intrathecal baclofen 2000 mcg/ml in minimum rate mode and the dose per day was 12.1 mcg/day. The pump status after update showed a 695% increase was made in simple continuous and the new dose per day was 96.0 mcg/day. Per the pump logs examined on (B)(6) 2015, the patient's average daily dose change was a 100% increase in flex mode and the patient's daily dose was 191.7 mcg/day. Also, per the pump logs examined on (B)(6) 2015, the pump status after update showed a 12% increase in flex mode and the new daily dose was 215.6 mcg/day. On (B)(6) 2015 additional information was received from a company representative and it was calculated how much the patient would have received if the pump and catheter were clear and no prime was done at implant. It was calculated 56 mcg would be the most that would have been dispensed into the patient. On (B)(6) 2015 additional information was received from a healthcare provider (hcp). The patient was transferred after implant and they did not prime the patient's catheter prior to transferring the patient. As a result, the hcp's programming just primed the patient's pump, so they only received approximately 54 mcg/ml total drug over 24 hours. The hcp did not expect that the patient's pump was related to the patient's death at all. This was a cardiac code, the patient was found in asystole, and the patient had been coding for 30 minutes before being taken by the coroner's office. The hcp had not heard anything from them to date, and suspected that she would not at all or not for a long time.